Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had gastrointestinal bleeding (gi bleed) and was taken off aspirin. The pt is currently on a ventilator and receiving hemodialysis. The hospital is monitoring the pt's international normalized ratio (inr). The pt has a history of pulmonary fibrosis and currently had a tracheostomy placed. A percutaneous endoscopic gastrostomy (peg) was completed for the pt. It was also reported that the pt has renal insufficiency along with respiratory failure. Additional information submitted to the manufacturer indicates that the pt expired at a rehabilitation facility on the ventilator while receiving hemodialysis. The pt was bleeding severely from the tracheostomy site. The pt's health declined and the pt's family decided to withdraw support.

Manufacturer narrative:
According to the information provided to the manufacturer, the lvad will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.